Event description:
"Caller alleged discrepant results compared with a reference. Results as follows:" date: (B)(6) 2010, inratio: 3.6 (35.7), reference (coagucheck): 2.9 (34.8). No known pt issue to account for difference.

Manufacturer narrative:
Investigation pending.